Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, and minor scratched lcd window. No missing reservoir tube o-ring noted. (B)(4).

Event description:
The customer reported via phone call that the black o-ring came off the insulin pump's reservoir compartment. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.